Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the device was used in a femur trochanteric fracture on (B)(6) 2016. The surgeon took images one week after the titanium trochanteric fixation advanced (tfna) surgery and he found that the blade had moved slightly toward the tip. On the second week after the surgery, the blade moved farther toward the tip; also, the bone head became shortened, so the blade almost seemed to cut out of the bone head. On the third week after the surgery, the blade actually cut out. On the fourth week ((B)(6) 2016) after the initial surgery, the surgeon performed a revision. He explanted the blade, replaced the blade with a lag screw which was five millimeter shorter than the blade, and locked the lag screw itself with the locking mechanism. Concomitant devices: tfna femoral nail (part 04.037.212s, lot h023851, quantity 1); locking screw (part 04.005.532s, lot 9747159, quantity 1); tfna end cap extension (part 04.038.000s, lot 9814563, quantity 1) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Describe event or problem. Expiration date and UDI: (B)(4). Complainant part is no longer expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Manufacture date: december 02, 2015. Expiration date: november 01, 2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 95mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event occurred in (B)(6). The revision surgery was successfully completed.